Event description:
A patient had a complete blood count (cbc) performed. The instrument flagged neutrophilia indicating a manual differential needs to be performed. While the tech was performing the slide review, she noticed the platelets were clumped. This indicated the value reported out was falsely low. She had the specimen redrawn and run on another analyzer. The platelet value increased from 175 to 430. The original analyzer still did not flag the new specimen.service was contacted and they will be in to adjust our "q" parameters. They are claiming these are customer defined parameters and we told them where to set the numbers. Since the q point on the backup analyzer is set at 150, and the other analyzer is set at 100, I have to question how much information was shared when the initial parameters were being set.in the interim, we are using the backup as our primary analyzer.====================== health professional's impression======================the device gives inconsistent results. Therefore patient platelet values may be initially reported incorrectly as a false low result. There is concern about equipment ability to provide consistent & accurate results.====================== manufacturer response for hematology analyzer, sysmex xe- 5000======================service technician made service call made several days ago. No issues noted.